Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Reporter's contact number (B)(6). Device history records review was completed for part# 03.010.472, lot# 8952626. Manufacturing location: (B)(4), manufacturing date: sep 01, 2014. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The evaluation has shown that the stationary tip of the inter-lock screwdriver was strongly deformed. The complaint is confirmed due to the deformation. Due to the damage of the tip, the relevant dimension could not be verified. The review of the manufacturing documents has shown that the device was made according to the specification in september 2014. Based on these findings, it can be concluded that the cause of failure is not due to any manufacturing non-conformance. Our evaluation has shown that only the stationary tip was deformed, the tip of the slider was not deformed. This is a clear indication that the slider was not inserted into the screw recess as designed. Therefore, the force was not distributed on both tips as required and the stationary tip became deformed. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that one inter-lock screwdriver was found damaged during the processing in the sterilization department. It was not noticed during the case. No patient involvement reported. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/330mm. This is report 1 of 1 for (B)(4).